Manufacturer narrative:
The tech replaced the side rail end tube to resolve the issue.

Event description:
The tech alleged that the side rail end tube is broken and the side rail will not latch. No patient impact.